Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device showed automatic mode switching episodes caused by atrial lead noise. The physician decided to leave the lead unchanged. The patient had no adverse consequences.